Event description:
(B)(4) study. Same case as: 2134265-2012-04017. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis requiring intervention. The denovo target lesion being treated was located in proximal right coronary artery (rca) extending to the mid rca. The lesion was 80% stenosed, 3.0mm in diameter and 38mm long. The lesion was treated with predilation and placement of two overlapping taxus liberte stents (3.0x20mm proximally and 3.0x28mm distally). Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient presented with intermittent left anterior chest pain and abnormal stress test and was diagnosed with unstable angina. Cardiac catheterization was recommended. In (B)(6) 2011, 80-90% in-stent restenosis in the mid rca to distal rca was treated with predilation and placement of a 3.0x24mm ion drug eluting stent. Residual stenosis was 0%. The event was considered resolved without residual effects. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).